Manufacturer narrative:
H3: product ID: 97755-s, serial# (B)(6), product type recharger was returned and the analysis shows that high reading 100 low reading 100 no anomalies were visually observed. Found no issues with finding or charging ins. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Serial number of the ins involved with the paddle getting hot is (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: , UDI#: due to the patient having multiple implants, it was unknown which implant was being used with the recharger brand name: intellis; product ID: 97715 (serial: nme760088h); implant date: (B)(6) 2020, brand name: intellis; product ID: (B)(4), (serial: (B)(6)); implant date: (B)(6) 2018, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their manufacturer re presentative (rep) thought that the recharger paddle was broken. When asked for event date, patient mentioned they saw manufacturer representative (rep) last friday at an healthcare providers appointment. Patient stated that the paddle would get really hot when trying to charge the implanted neurostimulator. Patient also stated that it was taking them an hour and a half to charge their implant and that was too long. Patient and technical services(pats) instructed patient to check for visible damage; patient confirmed no visible damage to the recharger and the only thing was the little arrow thingy was coming off of the recharger. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep that they talked with the patient, but didn't tell the patient the recharger paddle was broken. Rep told the patient that since the recharger paddle was getting very hot during charging sessions, they should call patient services to see if there may be an issue with one of their devices. Rep also mentioned that patient was unsure of when the issue started. The information was confirmed by the physician.